Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer was unable to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no error 49 and error 23 noted during testing. Device communicated properly with test guardian link transmitter. Pump error 53 alarm found in the device history file due to software error.